Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the two samples were not centrifuged prior to loading onto the 'spun' lane of the automation equipment. Both samples were unspun at the time of sampling. According to the dimension vista system operator's guide: "ensure that the quality of each sample is acceptable for processing before placing the container in a rack. The sample should be free of clots, fibrin strands and other impurities that may affect measurement. There should be no air bubbles in the sample container. Always inspect a tube after centrifugation to ensure there is sufficient sample for the requested tests". The cause of the discordant results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant alanine aminotransferase (alti), carbon dioxide (co2), creatinine (crea), total bilirubin (tbil), alkaline phosphatase (alp), glucose (glu), blood urea nitrogen (bun), direct bilirubin (dbil), aspartate aminotransferase (ast), chloride (cl), potassium (k) and sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). A new sample was obtained for one of the patients ((B)(6)) and was tested on an alternate instrument, resulting as expected. Sample (B)(6) was not repeated. The customer instructed the physician(s) to disregard the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.